Event description:
It was reported that the patients house was struck by lightning; it was then noted that the transmitters prongs were blackened. The device would no longer be used and replaced.

Manufacturer narrative:
(B)(4).